Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose was 152 mg/dl. Reportedly, the customer reverted to an alternate method for insulin therapy.